Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the unit failed with air valve liftoff failure error. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on patient. Repair information were requested from the customer, but no response received.